Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant procedure when the patient was in recovery, a chest x-ray was performed that noted that the right atrial (ra) and right ventricular (rv) lead positions had changed and slack had changed. Device interrogation showed that the sensing had decreased and the thresholds had increased. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.